Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were variable thresholds on the right ventricular (rv) lead. It was noted the high variance has an effect on the outputs and longevity of the implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.